Event description:
The customer obtained a blood glucose value between 50 and 60 mg/dl and then dosed insulin. Pt passed out and was hospitalized. Did not provide any details. Was upset and wanted a new meter. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.